Manufacturer narrative:
The insulin pump was received with constant pump error 38 alarms during rewind due to corroded motor home switch. Unable to confirm error 35, 37-40, 42-43, 79-80, 82 and error 130 due to pump error 38 alarm. Unable to performed displacement, rewind, seating and basic occlusion due to pump error 38. The insulin pump had cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no motor movement customer's blood glucose was 9.9mmol/l. The customer was not able to rewind the insulin pump. The customer was unable to perform test insulin pump alarms after trying to rewind. The customer was advised that the device would be replaced and revert to a back up plan.